Event description:
Boston scientific received information that this device was an attempted implant as the physician experienced difficulty tightening down the right ventricular (rv) setscrew. The header was damaged during the procedure. A new device was utilized and implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance a thorough evaluation of the device was performed. Testing confirmed the rv setscrew binds as it is moved up and down. The rv seal plug and setscrew were removed. Visual inspection noted evidence of cross threading. The damage occurred during the attempted implant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.